Event description:
The customer contacted stryker to report that their device failed to power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the technician was not able to duplicate reported issue. The cause of the reported issue was isolated to the power module pcb assembly, however further root cause could not be determined.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.